Event description:
Information was received indicating that a smiths medical cadd duodopa cassette reservoir was emptying more "quickly than normal." Per reporter the patient is using approximately three (3) to four (4) cassettes a day instead of two (2). It was reported that the pump was changed two (2) weeks ago, but there was no improvement with the change. No adverse patient effects were reported.